Event description:
Product is manufactured with sharp edges along the lateral sides of the heel. Edges lacerated tissue upon use.

Event description:
Add'l info received from retail store 03/19/03: neo vita foot comfort center-formerly named the good feet store is a retail store. They never have represented themselves as a medical office, and notify each customer and have them sign off that they are fully aware that they are not doctors, and cannot diagnose or prescribe. Any item sold is sold as a retail item.

Event description:
Add'l info received from reporter 1/17/03: this is to notify that they do not manufacture any of the products that are sold in their retail store.